Manufacturer narrative:
Result: siderail, motion interrupt pan. Conclusion: the user had removed the siderail from the bed.

Event description:
It was reported by service report that the motion interrupt pan was missing. It was further reported that the customer had removed the head right siderail. No patient involvement or adverse consequences are reported.